Manufacturer narrative:
Available information suggests that the hospital has retained these products, and that they will not be returned to boston scientific. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and transvenous right ventricular (rv) lead were explanted due to a pocket infection. No adverse patient effects were reported as a result of this observation.